Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer was informed that they would receive a replacement pump with updated software and training resources available in their tandem source account. They were also advised on the necessary steps for returning the faulty pump and confirmed the shipping process for the replacement.